Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s meter has been returned on 4/11/2014 and evaluated by lifescan product analysis on 4/22/2014 with the following findings:the meter involved with this complaint failed testing. The power issue was confirmed during pa analysis. A replacement battery did not resolve the power issue. The reported power issue was possibly related to either a bad ram ic 105 or data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s mother reported that the meter stopped powering on at noon on (B)(6) 2014 while the patient was at school. Prior to lunch the patient went to see the school nurse to get tested (as usual) and when the school nurse was unable to test the patient¿s blood glucose due to the meter not powering on, she estimated and administered a 4 unit bolus via the patient¿s pump. Approximately 1 ½ hours later, the patient developed symptoms of feeling shaky, clammy and had a stomachache. At the onset of symptoms, the nurse tested the patient¿s blood glucose with another student¿s meter and obtained a result of ¿40 mg/dl¿. The patient was given applesauce to eat. The patient¿s mother reported that the patient was feeling better when she picked him up from school later that afternoon. At the time of troubleshooting, the cca noted that alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.